Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The tibial bearing shows extensive anterior wear marks as well as a fractured locking bar retainer. It is unknown when this fracture occurred, possibly during removal. The bearing's ps post is worn. Burnishing of the distal bearing surface from contact with the tibial plate is also present. The bearing's condylar surfaces show areas of possible delamination that may have been caused by a combination of polyethylene oxidative degradation and stress. These areas of possible delamination along with damage to one side of the ps post suggest the femoral component was rotated relative to the tibial bearing. This alignment may have caused the femoral component to ride on the posterior edge of one of the condyles, which may have accelerated the oxidation reaction and subsequent delamination. Review of manufacturing records determined that this tibial bearing was machined and gamma sterilized in vacuum, which was a state of the art process when this bearing was manufactured in 1993. The user facility was notified of the event on march 18, 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted march 22, 2011.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2000. Subsequently, a revision procedure was performed on (B)(6) 2011, due to pain, instability, delamination of the polyethylene bearing and wear to the patella button. The tibial bearing and patella button were removed and replaced.